Manufacturer narrative:
(B)(4). This complaint for absent povidone iodine in a minicap was not confirmed and the root cause could not be determined. Based on visual inspection performed of the companion samples received, they did not present the characteristics associated without povidone iodine. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A product label review was performed and it was confirmed that the label contains all the specifications in order to identify the product and how to handle the product during dianeal therapy. All the instructions about how to handle the product during dianeal therapy are accessible and available in the insert contained in the product. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The actual sample was not available; however, a companion sample has been reported to be available and requested for evaluation. The companion sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding some minicaps that were delivered without povidone iodine and the sponge was completely white. The product was not used. There was no patient involvement.